Event description:
Neomed oral syringe cap broke off inside tip of oral syringe. Broken plastic piece from cap is at risk of then being administered to child inadvertently. We have had 2-3 reports from nurses of this problem; unfortunately only one syringe was saved. It will be forwarded to the neomed rep. Syringe was returned to pharmacy because it would not deliver medication. We have received additional complaints about the 6ml oral syringe, but other defective products have not been returned to the pharmacy for review.